Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 305 mg/dl at the time of the incident. The customer was at 42, 49, to 75 mg/dl on the morning of the call. The customer used did not mention how they treated. The customer experienced symptoms such as being delirious. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer reported an incident where the reservoirs were not seating properly in the pump as they were crooked. Every other reservoir snaps off the notches that hold it in place. The customer used tape to resolve the issue. The customer mentioned issues with infusion set tape where their site would fall off after a few hours. The customer reported getting insulin flow blocked alarms. The customer mentioned they had blood glucose levels of over 400 mg/dl on one occasion. Troubleshooting was not completed as the customer declined. The customer mentioned that people say they always smell like insulin. The customer also mentioned sensor calibration and warm up issues. The insulin pump will be returned for analysis.